Event description:
It was reported that during a product demonstration in operation room, two rainbow sensors gave inaccurate sphb readings on two pts including the demonstrator. Sphb readings were about 3 g/dl lower than the readings obtained with a dci sc 200 sensor. The reading from dci sc 200 sensor were considered accurate as they correlated with an abg. The time difference between the sphb measurement and blood draw was <10 min. The reporter tested the sensors again the same day with different instruments, but the readings were always about 3-4 points different compared to the dci sc 200. No consequences or impact to pt.

Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Corrected data on initial medwatch line should read as: radical 7. The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.